Manufacturer narrative:
(B)(4). Date sent: 5/22/2023. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the image reviewed demonstrates a discontinuous linx device." A hands-on analysis is necessary to determine the cause of failure. The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number: 12522, and no related nonconformances were identified. Lot: 12522 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. B3: only event year known: 2023. D6a: exact implant date is unk. Device was implanted in 2017. Assumed 1st day of month and first month of year. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Please share any additional images to (B)(4). What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon thought he had a device from the recall. The patient was implanted in 2017, was doing great, had multiple imaging's done in 2021. Upon reviewing the imaging, it was obvious that the device was intact on (B)(6) 2021 and then discontinuous on (B)(6) 2021. The patient believes her gerd symptoms began again about that time (B)(6) 2021). Tbd if device will be removed/replaced.